Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report an inaccuracy in cgm reading during a hypoglycemic episode, several weeks ago. Patient fell asleep and woke up to paramedics who had administered him glucagon and at which point his bg was measured at 37 mg/dl while cgm was reading 76 mg/dl. Patient was doing better at the time of his call to dexcom technical support and reported not having experienced any hypoglycemic episodes since his last reported episode.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.